Event description:
A customer reported that a pump declared alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. As a corrective action, technical support decided to replace the pump, which was confirmed to be under warranty. The customer was informed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery would not be interrupted. Additionally, instructions were provided to put the pump into storage mode and to return it using a pre-paid label within 10 days, which the customer acknowledged and understood.